Event description:
It was reported that this right atrial (ra) lead has shown low out of range impedance measurements below 200 ohms. Fracture and insulation issues are suspected. This ra lead remains in service. No adverse patient effects were reported.